Event description:
A video was sent to the FDA and they forwarded on to valleylab. The video indicated that the pt sustained a burn, that required surgical repair, because the generator was hooked up incorrectly.